Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, field service engineer (fse) checked connections and tested in test mode with, no issue found. The fse cleaned out many paper clips rubber bands and a razor blade under cubies to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es an intermittent issue occurred with main drawer 1, where upon closing the drawer, the screen briefly displayed a large 30 second countdown before transitioning to a white screen and initiating a reboot sequence (auditing, starting up, touch to continue). This required the user to log in again, and any medication pull in progress was lost. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.